Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. After analyzing the returned product, it was determined that one side of the fixation tab had sheared off from the rest of the device. This is not an unexpected failure mode when the fixation tab is overstressed. Nothing unusual was noted about the fracture surface. The half of the fixation tab that sheared off from the rest of the device was not returnedin addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2013 and a barbed suture was used. When closing the fascia the suture came through the tissue. The surgeon noted that the tab was half off. A second package was opened and used to complete the case. There were no adverse patient consequences.